Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Additional information noted left eye visual is light perception with conjunctiva severely infected and device could not be seen at the pars plana vitrectomy. Treatment was noted as vitrectomy with antibiotics. The event has not been resolved.

Manufacturer narrative:
The reported events of endophthalmitis, blebitis and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported severe endophthalmitis/blebitis about 9 month post-op in the left eye with vision from 0,3 to 1/20 ntv. Patient has been treated with excision of bleb, ppv (par plana vitrectomy) and explantation of the lens. The device remains implanted.